Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04868. It was reported the patient no longer had adequate stimulation. The sjm representative met with the patient, but reprogramming was unable to provide the stimulation intensity the patient desired. It was reported the stimulation was providing coverage of the pain area. The patient was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.